Manufacturer narrative:
Updated : d8 and d10. One device was returned for analysis. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a incomplete download of software. As a result, updated and download most current software. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 - month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed a software update and had a red screen. No patient involvement.